Event description:
It was reported that the absorbable hemostat was used as a filler during a mammaplasty procedure. Two products were used and left in situ and the incision was closed. The surgeon then injected saline with a needle at the site. At 23 days postoperatively, the pt developed generalized allergy symptoms. As a result, she was treated with a steroid medication. The pts symptoms have resolved.

Manufacturer narrative:
This complaint describes usage of the absorbable hemostat and not removing the product after hemostasis is achieved. The instructions for use clearly states that although packing or wadding sometimes is medically necessary, surgicel hemostat should not be used in this manner, unless it is to be removed after hemostasis is achieved. Surgicel is not indicated in the IFU as a filler.